Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 966 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. On this report date, the patient was admitted to the emergency room/hospital because of sudden extreme pain and tenderness around the area where the baclofen pump was; pain at pump site was noted, the onset date of the symptoms was unknown. The hcp did not have a lot of information as they had received 2nd or 3rd hand information and had not seen the patient yet. The hcp would be seeing the patient on this report date and would have the most information after seeing the patient. Possible reasons for pain/tenderness at pump site were reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.